Event description:
It was reported that the device exhibited error code 41541. The event occurred during a functional test, there was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal to be missing. Functional testing was able to duplicate the reported problem. It was determined that fluid ingression to the motherboard was the root cause. The optical flex sensor, and main board were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period. B3. Date of event: unknown. No information has been provided to date.